Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an up and over procedure, the hydrophilic coating of the wire sloughed off. In addition, the procedure was prolonged due to difficulty removing the wire. No patient injury to report.

Manufacturer narrative:
The suspect device is expected to return for investigation. The device was examined visually and microscopically. Functional testing was performed. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.